Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparo oophorocystectomy. According to the reporter: they used one bladeless 12mm and two 5mm bladeless trocars. After the surgery, bleeding (under 200cc) was noted coming from 5mm trocar site. It seems that the bleeding occurred because, the device was stuck on tissue. They encountered some difficulty removing the trocar from the cavity, because, it was partially stuck to the abdominal wall. It was forcedly removed which caused some bleeding, and it was quickly controlled. The incision was not extended over 1 inch, however, there was some tissue damage in the cavity. The operating time was extended around 10-15 minutes. Nothing fell into the pt cavity. No pt info available.